Manufacturer narrative:
Unit received with blank display, problem isolated to electronic assemblies. Unable to verify external crc error alarm or lost of settings due to blank display.

Event description:
The customer's father was reported via phone call that their insulin pump alarmed with an error indicating a failed memory test. Troubleshooting was performed and the insulin pump passed self testing without a recurrence of the error. The insulin pump will be returned for analysis.